Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of welling, induration, inflammatory reaction, hypersensitivity reaction and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Post market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therpay, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported a patient was injected with one syringe of juvederm voluma xc in the cheeks. Approximately one month later, the patient was injected with one syringe of "juvederm" in the nasolabial folds and melomental folds. Immediately following injection, the patient had "swelling" in the "juvederm" injection area. The patient was treated with .1 cc of hyaluronidase on the right melomental fold with "some improvement." Patient was also given a medrol dose pack for treatment. Healthcare professional indicated the patient is still experiencing "swelling that has expanded into the cheeks," as well as the "face is hot, there's firmness, induration, and lumps." Healthcare professional stated that this may be an "inflammatory reaction or hypersensitivity reaction," and the patient "does not have a fever or any sign of infection. "Healthcare professional administered an ultrasound, however the results are not available yet. This is the same event and the same patient reported under MDR ID #3005113652-2015-00379 (allergan (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.